Event description:
A medtronic representative reported an alleged inaccuracy, occurring while in a spine procedure. Following an o-arm spin, the surgeon alleged the straight probe was inaccurate. The surgeon was performing a c4-c6 fusion and had the patient in a mayfield. They had a cranial frame on a vertek arm, attached to the mayfield and took 2 o-arm spins with this configuration. The surgeon thought both spins were inaccurate. The cranial was removed and a spine clamp/frame applied, then took a third spin with this configuration. The surgeon deemed they were accurate and continued the surgery with navigation as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight unavailable from the site. A medtronic representative, following-up at the site, reports the site was doing a cervical procedure, using the cranial frame/vertek arm attached to the mayfield. Any pressure on the neck resulted in registration becoming inaccurate. The surgeon switched to the angled spine clamp, attached to c3, re-spun and was accurate. A system check-out was performed, (B)(4) 2013, all areas passed. No further issues have been reported. No patient files/logs have been returned to manufacturer for evaluation.